Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored episodes due to inappropriate therapy delivery. It was noted that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. Upon review, the presenting electrogram (egm) showed that the device delivered four bursts of anti-tachycardia pacing (atp) and two shocks in attempt to convert the rhythm. The rhythm was converted. Ts confirmed therapy to be inappropriate. Ts discussed programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.